Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual migraine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("worsening of migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, nausea, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine, nausea and pelvic pain to be unrelated to essure. The reporter commented: essure was removed at patient request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual migraine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("worsening of migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, nausea, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine, nausea and pelvic pain to be unrelated to essure. The reporter commented: essure was removed at patient request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual migraine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("worsening of migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, nausea, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine, nausea and pelvic pain to be unrelated to essure. The reporter commented: essure was removed at patient request. Amendment: the report was amended for the following reason: nullification:this report was detected to be a duplicate to record # fi-bayer-2020-033335 to which all information will be transferred, then this duplicate record # fi-bayer-2020-127643 will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.